Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited failure to capture, and noise. The nurse technician contacted a technical service (ts) consultant for review of device data, and troubleshooting. Ts advised that there is noisy signals and stored episodes of pacemaker mediated tachycardia (pmt), in unipolar setting with fix sensitivity at 0.15mv. During ra threshold was performed in unipolar and bipolar configuration but loss of capture was seen at 5v@2ms. Ts suspects a lead dislodgement. The nurse technician advised that the physician will monitor the patient closely at this time, due to chronic clinical conditions of the patient. The ra lead remains implanted. No adverse patient effects were reported.